Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, he was unable to monitor his glucose levels and therefore experienced a medical event. Customer experienced hyperglycemia, had fallen, and lost consciousness. No treatment was required and customer was able to recover by himself. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle optium neo meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted."

Event description:
Customer had initially reported receiving an error message on the display of the adc blood glucose meter. On (B)(6) 2022, customer reported that due to a delivery issue involving the replacement product, he was unable to monitor his glucose levels and therefore experienced a medical event. Customer experienced hyperglycemia, had fallen, and lost consciousness. No treatment was required and customer was able to recover by himself. There was no report of death or permanent injury associated with this event.